Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was possibly fractured. The rv lead was capped and not replaced due to patient preference. No patient complications have been reported as a result of this event.